Event description:
The customer reported damage to the pump's usb, which affected the ability to charge the pump. This issue caused the pump to shut down. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.